Event description:
On (B)(6) 2011, the patient was being treated for an abdominal aneurysm with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. At the end of the procedure, there was a slight proximal type 1 or type ii endoleak, so the physician implanted an aortic extender component but the slight endoleak remained. On (B)(6) 2012, a reintervention took place to surgically staple the proximal end of the device using an aptus helifix. The endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were not available; therefore, patient anatomical consideration could not be evaluated.